Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately high. The patient indicated that the alleged meter issue started on a day earlier, at 12:50 pm. The patient reported blood glucose results of "220 mg/dl and up." As a result of the alleged meter issue, the patient took an increased dose of diabetes medication. The patient took 72 units of lantus insulin before testing and 50 units after. It is not known what times the meter readings were obtained. It is also unclear as to what specific times the insulin dosages were taken in relation to when the reported meter results were obtained. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of feeling shaky and lightheaded. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what date/time the result of "220 mg/dl" was obtained, what dates/times the insulin dosages were taken, what date/time the symptoms developed, and what actions the patient took before and after the symptoms developed. This medical affairs specialist was unable to contact the patient to obtain this information. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the meter issue started. The patient had taken increased dosage(s) of insulin as a result of the alleged inaccurate high meter result(s).

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.